Event description:
Product mfg#001505, lot#0004295246; tee adapter found to be too small to allow fit of nebulizer. All other lots in supply room have normal fit. When looking at the vendor catalog, there is one that is 18mm and one that is 15mm. It appears that perhaps the 15mm product was put into and labeled as the 18mm, explaining the failure to fit. [Date redacted] information supplied to vendor rep [redacted] as well as all product ids and description of problem (all came in via email). [Date redacted] materials retrieving product for return to vendor. [Date redacted] sample collected. [Date redacted] emailed [redacted] and [redacted] and [redacted]. [Date redacted] mailed on ups trk# [united parcel service tracking number redacted]. Manufacturer response for t adapter w mouthpiece for ett, t adapter w mouthpiece for ett (per site reporter).